Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, error e006 can have different causes. However, in all cases, it is triggered if the electrical resistance between the two electrodes of the device increases. If the cause of the error remains after the device is restarted, unlimited permanent restarts may be the result. The device is no longer operational then. Originally, error message e006 was intended to warn the user if an irrigation fluid with insufficient conductivity is used in saline mode. Since the conductivity can be influenced by other factors, error e006 can also be triggered for other reasons, such as: 1. Tissue build-up at the electrodes. 2. Increased contact resistance due to poorly or insufficiently engaged contacts at the working element or the connection cable. 3. Increased contact resistance due to faulty contacts at the working element or the connection cable. 4. The instrument is in a gas bubble during activation. Faulty contacts at the working element can particularly occur if the instruments are put together incorrectly and the generator is activated. A contact that is damaged in this way does not necessarily cause a malfunction right away, but can further degrade over time, triggering the reported error message later. Furthermore, it was noted that the measuring technique used by the device may also influence conductivity, since an excessive measuring voltage can lead to the formation of bubbles, which in turn can decrease the conductivity of the surrounding fluid. Finally, CAPA-149p-021 was initiated for an in-depth investigation into e006 errors. Via change w-cr-21865, an esg-400 software update was implemented in april 2017 to improve testing conditions as well as averaging during resistance measurement. With this error pattern, a user error cannot be ruled out. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿a suitable replacement device must be provided during an application.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is pending return for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
An olympus field service engineer (fse) reported on behalf of the customer, that a hf unit "esg-400" had an error code e006 displayed. The event occurred during maintenance. There was no patient harm associated with the event. This report is linked to patient identifier: (B)(6).